Event description:
It was reported that a patient with this artificial urinary sphincter aus presented with a cuff that was not coapting properly. During a revision procedure, the physician confirmed that the improper coaptation was due to a portion of the balloon base having separated from the tubing connector. The device was explanted, and no patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Correction to field h6: device codes. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed contamination of the pump by the fluid resistor. No leaks were identified. Functional testing was not performed due to the observed contamination. Balloon visual inspection revealed a hole from fatigue between the balloon and adapter junction. The leakage test exposed a leak from fatigue between the balloon and adapter junction. Functional testing was not performed due to the observed leak from fatigue. Visual inspection and leakage test for the cuff were performed with no damage or abnormalities found. Based on the available information and analysis results, the allegation of mechanical issue identified in the cuff could not be confirmed. Product analysis was unable to confirm device malfunction as the contaminated pump was not functionally tested. The reason for the hole and fluid leak was most likely due to fatigue at the junction between the balloon and adapter. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with this artificial urinary sphincter aus presented with a cuff that was not coapting properly. During a revision procedure, the physician confirmed that the improper coaptation was due to a portion of the balloon base having separated from the tubing connector. The device was explanted, and no patient complications were reported.